Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that an unknown non-compliant balloon dilatation catheter was used in an attempted post-dilatation of the left anterior descending (lad) artery, where a promus element had been deployed; however, it could not be passed. The trek balloon was then used for post-dilatation; however, the balloon ruptured at 24 atmosphere. Heavy calcification was noted. No patient effects were reported. No additional event or patient information is available.